Event description:
Information was received from a consumer and a patient who was implanted with a neurostimulator for regarding a patient who was implanted with a neurostimulator for malignant pain. It was reported that there was difficulty charging. The patient had to recharge like 3 times a day, couldn't get full charge, and they had 6-8 boxes. They could maybe couldn't get past a half. The patient could only sit for 2 hours at a time and it was so hard to sit there and not move. It had become very low and took a while to get back up again. It was noted that the patient had an hourglass figure and the antenna did not curve where her body curved. They worked with a manufacturing representative (rep) at the healthcare professional (hcp) office regarding recharging education. The patient was in chronic pain, which was clarified to be the patient's baseline. The patient had the implantable neurostimulator (ins) due cancer tumor pain pressing on a nerve in her pelvic area. She was able to get off all the opiates.

Event description:
Additional information was received from the patient stated that the charger could not charge to quarter charge. The charger was defective and also stopped all together. They did a reset button but still would not work. The recharging issues had been resolved; they were sent a new charger the following day and returned the defective one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.